Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Fever : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that an impella cp was placed due to st-elevation myocardial infarction team activated due to ventricular fibrillation arrest and hypotension. The patient had begun to stabilize and was being weaned slowly from levophed, and showed signs of recovery, however a fever developed. No intervention was reported. The impella cp was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.